Event description:
Required cataract surgery. Opted on doctor's recommendation for crystalens. Both lenses failed miserably. Repositioning required on both eyes. Still failed. Laser on both eyes. Still failed. Removal of lens in right eye, but haptic broke off and was left in eye. New iol placed on top of capsule. Double vision now constant in right eye. Left eye had yag procedure done. Eye pressure went up to 44 days after procedure, veil of wax paper over left eye. Floaters persist as lasos in eyes. Bubble veils in both eyes. Lens still vaulting and vision worsening, extremely blurry in left eye. Focusing difficulties. Resolution compromised. Vision severely compromised. Quality of life severely effected. Computer work extremely difficult. Halos on all lights. Double vision impairs driving ability. Oncoming traffic appears to cross ctr line. I am an outside sales rep and have had to curtail my driving thus my income has been impacted. Second opinion advised seeking out a retina specialist to try to remove lenses from posterior of eye, but clearly indicated that this surgery is very tricky and could lead to worsening condition. Suffering from nausea and frequent headaches, increasing in intensity as time goes by. I have 40 to 50 documented sheets of my records as well as interior photographs of both my eyes. I have visited doctor's office at least once a week until this past month while doctor was trying to solicit outside assistance to aid in correcting the problems I have. Visited doctor yesterday and no additional assistance has been found. I am at a loss and becoming extremely anxious and depressed. Ordered glasses and by the time they came in, my vision had worsened yet again, requiring new lenses to be ordered. No end to this in sight and hope is fading. My eyes were better with the cataracts than with these so-called premium lenses that cost me (B)(6). I believe that bausch & lomb is negligent with this product by not exercising on the side of caution and releasing this substandard product to the market without sufficient research and development being executed. Vision is critical in everyone's life and to have my vision severely compromised by purchasing this so called "premium cadillac iol" product that claims to restore vision to 20/20 or very close to it is misleading, false advertising, and true negligence on the part of the MFR. Why has this product not been removed from the market? Upon researching my condition, I see that I am not isolated in my complaints of this product. How many more people have to go through this nightmare and put out of pocket to get grossly impaired vision before this greedy MFR becomes accountable to those that they have injured? What was to be a relatively simple procedure has not cost me over six months of my life and no end is yet on the horizon. I have lost income, a degree of independence, and mostly my good vision. For what? How is this allowed? Why hasn't the FDA intervened on our behalf. Please help us!